Event description:
Patient reported pain in left breast and made reference to allergan device recall. Later patient reported "capsular contraction with increased pain hardening " the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4.

Event description:
Patient reported pain in left breast and made reference to allergan device recall. Later patient reported "capsular contraction with increased pain hardening " the device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.